Manufacturer narrative:
Additional information was provided in b.5., and h.11. Additional information has been received and confirmed that separate patients are involved with each serial number. As a result, additional separate file has been created for each patient, and a new report has been submitted under manufacturer report number 1119421-2025-00289 for serial number (B)(6). No further reports will be filed under manufacturer report number 1119421-2024-02511. Any additional information received will be reported under manufacturer report number 1119421-2025-00289. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been requested and received stated the lens was not explanted from the patient, and it was still in the eyes of the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported before intraocular lens (iol) implant procedure, the surgeon noticed that the haptic was stuck on the anterior optic of the iol. Surgeon had to remove haptic from the iol optic using two unspecified instruments with no patient involvement. Additional information has been requested.

Manufacturer narrative:
Corrected information was provided in h.11. (Only serial number corrected from (B)(6)) additional information has been received and confirmed that separate patients are involved with each serial number. As a result, additional separate file has been created for each patient, and a new report has been submitted under manufacturer report number 1119421-2025-00289 for serial number (B)(6). No further reports will be filed under manufacturer report number 1119421-2024-02511. Any additional information received will be reported under manufacturer report number 1119421-2025-00289. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.